Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated the inaccuracy was 100 points off. The sensor was inserted on (B)(6) 2016. It was reported the patient is under 2 years of age. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the patient is less than 2 years old. The dexcom g5 mobile continuous glucose monitoring system states: dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes. However, a root cause for the reported inaccuracies cannot be determined.